Manufacturer narrative:
A product evaluation was completed on the returned catheter. The reported event of pacing issue was unable to be confirmed. No visible damage or abnormality was observed from the catheter body, balloon or windings. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. Product evaluation confirmed that no defect was found; therefore, a product non-conformance or device failure could not be confirmed for pacing difficulty malfunction code. A device history record review was completed and documented that device met all specifications upon distribution. As part of the manufacturing process, 100% of the units go through an electrical inspection process. The instructions for use (IFU) provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use in a transcatheter aortic valve implantation, a swan-ganz pacing catheter did not pace. Issue was resolved by replacing the catheter. There was no allegation of patient injury.